Manufacturer narrative:
The device was tested by a draeger service technician according to specification. The device passed all calibrations, performance and functional testing without findings. The technician downloaded the electronic log file and made it available for investigation at manufacturer site. Subsequent analysis of the log file has not revealed any device failure, either and thus confirmed the results of our service technician. The information stored within the log confirmed that ventilator, gas mixer and monitoring functions were fully functional during the concerned period of time. Based on the available information the reported event was not connected to a failure of the device but despite the fact that the log entries neither indicated a use error it cannot be ruled out completely.

Event description:
It was reported the patient developed a tachycardia and a cardiac arrest. The patient was stabilized and ended up going to ICU. Reportedly the department of health services (health safe division) has begun an investigation to determine whether these reactions were in any way connected through equipment failure, meds errors, human errors etc.

Manufacturer narrative:
The device was inspected by a draeger service technician after the event. The device was tested and the electronic log file was downloaded. The log as well as the test report provided basis for further evaluation the case in question could be reconstructed by means of the information stored in the log. It was started at 09:28 using man/spont mode and continued in pressure mode from 09:32 on. In the following ventilation was unremarkable and stable although the applied tidal volume decreased from around 500 ml at 9:35 to around 200 ml at 9:44 with constant peak pressure of 10 hpa, indicating a significant change in lung/system compliance. Consequently the device alarmed minute volume low. Simultaneously the etco2 level increased to 52 mmhg at 9:45 and insp co2 high was alarmed. At 9:50 the user switched to man/spont before the case was finished at 9:58 (standby).the device was operating according to its specification during the case in question. Both ventilator and gas mixer were fully functional at any time. The log entries do not indicate a device failure, neither during nor before or after the reported event. Based on the available information it couldn¿t be determined if the instable ventilation was the cause or the result of the reported tachycardia. The primus detected the disturbances and generated corresponding alarms. These results of the log analysis confirm the test results of the on-site-inspection which did not indicate a technical issue, either.

Event description:
Please refer to the initial-report.